Event description:
One external proficiency survey sample with discrepant glucose results. Initial result 100 mg/dl, repeat gave 45 mg/dl. The field service rep was unable to determine root cause. Performance tests performed which were within spec.